Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle was not functioning correctly and had detachment issues. The following information was provided by the initial reporter : the patient reported one pen needle was not attaching to the pen properly and upon decapping the pen needle was not detached appropriately resulting with the outer cover only detached. Sample : not available.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle was not functioning correctly and had detachment issues. The following information was provided by the initial reporter : the patient reported one pen needle was not attaching to the pen properly and upon decapping the pen needle was not detached appropriately resulting with the outer cover only detached. Sample : not available.